Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that that the insulin pump received a replace battery now alarm and multiple pump error alarm. The customer¿s blood glucose level was 130 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was able to rewind the pump. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear a pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the sleep current measurement, active current measurement, rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 68, 49, 23 or unexpected battery power loss noted during testing. However, corroded electronic assembly and corroded motor assembly noted during visual inspection.